Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection that occurred on (B)(6) 2016. Advised patient to forget devices in the bluetooth setting, close out and soft reset the smart device. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 04/26/2016. The reported event of loss of connection was confirmed. A root cause cannot be determined.